Event description:
My kaiser fresno has reached out to me about a qr code malfunction on the boxes of 910110. They said that the qr code scans into their system as 910100. I asked if this was due to a mistake on their end but they are saying it is our mistake. I have never seen this before so I was reaching out to see if you have seen this or best way to direct the customer?

Manufacturer narrative:
02mar2023: no samples or photos were available. As a result, bd was unable to verify the reported issue or determine a definitive root cause at this time. If samples, photos or additional information become available, bd will re-open and investigate accordingly. The production record review was not completed as the batch/lot information is not available. No further actions are required. This failure will continue to be tracked and trended. See narrative below